Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for hypocontractile bladder. It was reported that the patient had good effect with no problems until 2018. In (B)(6) 2018 complaints from the stimulation when changing posture. X-ray of the sacrum showed no dislocation of the lead. No ¿institution¿ felt right or in the right place. In (B)(6) 2018 the device did not work satisfactorily. In (B)(6) 2018 the impedance was disturbed, with no sense of stimulation. The patient was put on the lead replacement list in (B)(6) 2018. The lead was replaced in (B)(6) 2019. After this, a good setting was found and effect achieved again. The patient was satisfied. No further complications were reported or anticipated.